Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a routine follow up revealed implant migration of the proximal extension and no visible leak. The physician is planning a re-intervention and the patients current status is good.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a routine follow up revealed implant migration of the proximal extension and no visible leak. The physician is planning a re-intervention and the patients current status is good. Additional information: during the investigation it was determined that there was evidence to reasonably suggest a type iiib endoleak at the distal suprarenal extension graft that was not included in the event as reported. Additional information: after further review, the initial and follow-up (001) reports to patient ID: (B)(6) was submitted with the wrong cfn/fei#: 3008011247, which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID 51070 with the appropriate cfn/fei#: (B)(4). Please see MFR. Report#: 2031527-2021-00235. This event per MFR. Report#: 3008011247-2021-00014 is thus no longer reportable.

Manufacturer narrative:
After further review, the initial report to patient ID: (B)(6) was submitted with the wrong cfn/fei#: (B)(4), which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID: (B)(6) with the appropriate cfn/fei#: (B)(4). Please see MFR. Report#: 2031527-2021-00235. This event per MFR. Report#: 3008011247-2021-00014 is thus no longer reportable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the suprarenal extension migration is unconfirmed. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak at the distal suprarenal extension graft occurred that were not included in the event as reported. The endoleak was discovered during review of the 111month post implant CT scan. Procedure related harms, device, user, procedure or anatomy relatedness for the reported suprarenal extension migration could not be determined with the medical records available for review. However the type iiib endoleak was most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The final patient status was reported as pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6 device codes - remove 3190; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a routine follow up revealed implant migration of the proximal extension and no visible leak. The physician is planning a re-intervention and the patients current status is good. Additional information: during the investigation it was determined that there was evidence to reasonably suggest a type iiib endoleak at the distal suprarenal extension graft that was not included in the event as reported.